Event description:
It was reported that an alert for extended charge time-out was observed via remote transmission. Patient presented in-clinic, and a manual capacitor maintenance was performed with normal charge time observed. The device remains implanted. The patient will continue to be monitored via remote transmission.